Event description:
It was reported that upon removal of the interpulse batteries following a procedure, they were discovered to be the wrong way around in the housing. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
It was reported that upon removal of the interpulse batteries following a procedure, they were discovered to be the wrong way around in the housing. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed.

Manufacturer narrative:
Based on event description, the reported ¿batteries assembled in wrong way¿ was observed ¿when removing the batteries, following surgery¿, after procedure completion. No product malfunction condition was reported during usage. No patient involvement, no medical intervention and no surgical delay were reported. The following notes / warnings are included in the manufacturer's instructions for use: always follow the current local recommendations and/or regulations governing environmental protection and risks associated with recycling or disposing of the equipment at the end of its useful life. Always decontaminate equipment and batteries exposed to infectious material before sending them to a waste treatment facility. Per the european community (ec) waste electrical and electronic equipment (weee) directive 2002/96/ec, product must be collected separately. Do not dispose of as unsorted municipal waste. Contact local distributor for disposal information. To comply with the ec battery directive 2006/66/ec, this device has been designed for safe removal of batteries at end of life by the end user using the instructions provided herein. Do not remove the batteries in the presence of a patient. Do not cut the irrigation tubing/power cord to remove the battery power pack from the handpiece. Failure to comply may cause electrical shock, excessive heat and/or sparks and result in injury and/or fire. Battery removal instructions: push the two battery lid removal tabs and remove the lid from the battery power pack housing. Remove the battery holder from the battery housing. Remove the eight aa batteries. 4. Recycle or dispose of the batteries and equipment properly. Therefore, since no product malfunction was reported and based on manufacturing instructions batteries were properly assembled there is no product / device failure. Customer discarded.